Event description:
My lap band ruptured by stomach and caused serious sepsis, followed by hospitalization mostly in intensive care for 6 weeks. Sudden pain in the area of the post site became intense. My gi surgeon, dr (B)(6) became "unavailable" when the hospital tried to contact him for instructions on how to treat or proceed with my care. Neither dr (B)(6) or true results ever informed me of an endoscopic procedure egd that was supposed to take place after one year with the lap band. I had the lap band for "2/12" years before perforation. The only test ever done while I had the lap band was a barium swallow, which showed no slippage or damage. The lap band nearly took my life. I had life threatening surgery to have it removed, but it had already punctured my stomach. I can't understand how the FDA approved the lap band recently for a bmi of 30. This is a dangerous product for susceptible people who are not advised of the specific consequences of such a device. People which have this device implanted want so badly to loose weight that they are willing to endure a roller coaster ride of unpredictable physical ailments that they are willing to endure because they are desperate to loose weight. This is a dangerous device and it should not have the approval of the FDA at all. I hope you take this report seriously, because there are a lot of us out there who have had this experience and it was never reported. It doubt that my dr reported it, because I never heard from him again after my hospitalization.